Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion the tip of the anchor broke off. There was a backup device available to complete the procedure following a brief delay of less than 30 minutes. No patient impact was reported as the result of this incident.

Manufacturer narrative:
One 4.5 ultra pk footprint anchor was returned for evaluation. Visual assessment of the anchor confirmed the reported complaint of anchor breakage. The anchor is bent and broken at the suture slot. The condition of the anchor is consistent with off axis insertion. Per the device IFU ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole¿. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.